Event description:
It was reported that the patient was feeling tired and dizzy and was sent to the hospital from the cardiology office. The right ventricular (rv) lead was oversensing with movement and inhibiting pacing. The lead also had low pacing impedance and no capture in the bipolar configuration due to an insulation failure. It was further reported that a review of the device's product performance data indicated that the lead had a polarity switch. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range and indicated oversensing associated with the right ventricular lead. (B)(4).